Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation and rash outcome was unknown. The reporter considered perforation and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), dental caries ("dental problems several cavities") and tooth loss ("my teeth are falling apart") in a 23-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, nickel sensitivity since 1989, dysfunctional uterine bleeding and latex allergy. Concomitant products included citalopram hydrobromide (celexa) since 2017, medinite (nyquil) and medroxyprogesterone (depo provera) (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2012, the patient experienced rash ("skin rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), fatigue ("fatigue") and constipation ("constipation"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge had a metallic smell to it"). In (B)(6) 2012, the patient experienced incontinence ("bladder or urinary problems or changes"), alopecia ("hair loss thinning and coming out in clumps") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant) and tooth loss (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("depression worsened"). On an unknown date, the patient experienced allergy to metals ("nickel allergy worsened"), urticaria ("hives on my arms, legs, and stomach") and asthenia ("never had energy to do anything"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to remove the essure), surgery (fillings and oral surgery) and surgery (fillings and oral surgery). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, female sexual dysfunction, dental caries, tooth loss, mood swings, irritability, crying, incontinence, migraine, headache, nausea, allergy to metals, depression, urticaria, vaginal discharge, constipation, weight increased and asthenia outcome was unknown, the rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, asthenia, constipation, crying, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, perforation, rash, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 135 lbs. (B)(6) 2012, proposed operation- essure tubal sterilization. Findings: grossly normal-appearing endometrial cavity. Procedure: the essure was introduced into the right tubal ostia and four coils were visualized at the right ostia. The procedure was repeated in a similar fashion on the left ostia. (B)(6) 2017, procedures: total vaginal hysterectomy and bilateral salpingectomy procedure findings: normal appearing uterus, tubes and ovaries essure coils easily identified and removed bilaterally. Findings: normal-appearing uterus, tubes and bilateral ovaries. In place essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, alopecia, dyspareunia, allergy to metals, pelvic pain, mood swings. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2012, removal date updated from (B)(6) 2017. Event rashes was clubbed with previously reported event. Events female sexual dysfunction, dental caries, tooth loss, mood swings, irritability, crying, incontinence, migraine, headache, nausea, allergy to metals, depression, urticaria, vaginal discharge, constipation, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain,asthenia and alopecia were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), dental caries ("dental problems several cavities") and teeth brittle ("my teeth are falling apart") in a 23-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, nickel sensitivity since (B)(6) , dysfunctional uterine bleeding and latex allergy. Concomitant products included citalopram hydrobromide (celexa) since (B)(6) , medinite (nyquil) and medroxyprogesterone (depo provera)(B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2012, the patient experienced rash ("skin rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), fatigue ("fatigue") and constipation ("constipation"). In (B)(6) , the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge had a metallic smell to it"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes"), alopecia ("hair loss thinning and coming out in clumps") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant) and teeth brittle (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("depression worsened"). On an unknown date, the patient experienced allergy to metals ("nickel allergy worsened"), urticaria ("hives on my arms, legs, and stomach") and asthenia ("never had energy to do anything"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to remove the essure), surgery (fillings and oral surgery) and surgery (fillings and oral surgery). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dental caries, teeth brittle, female sexual dysfunction, mood swings, irritability, crying, urinary incontinence, migraine, headache, nausea, allergy to metals, depression, urticaria, vaginal discharge, constipation, weight increased and asthenia outcome was unknown, the rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, asthenia, constipation, crying, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, mood swings, nausea, perforation, rash, teeth brittle, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 135 lbs. On (B)(6) 2012, proposed operation- essure tubal sterilization. Findings: grossly normal-appearing endometrial cavity. Procedure: the essure was introduced into the right tubal ostia and four coils were visualized at the right ostia. The procedure was repeated in a similar fashion on the left ostia. (B)(6) 2017, procedures: total vaginal hysterectomy and bilateral salpingectomy procedure findings: normal appearing uterus, tubes and ovaries essure coils easily identified and removed bilaterally. Findings: normal-appearing uterus, tubes and bilateral ovaries. In place essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, alopecia, dyspareunia, allergy to metals, pelvic pain, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), dental caries ('dental problems several cavities') and teeth brittle ('my teeth are falling apart') in a 23-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1989, depression, dysfunctional uterine bleeding and latex allergy. Concomitant products included since 2017, dextromethorphan hydrobromide; doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) and medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2012, the patient experienced rash ("skin rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea, vomiting"), fatigue ("fatigue") and constipation ("constipation"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge had a metallic smell to it"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes") and alopecia ("hair loss thinning and coming out in clumps") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant) and teeth brittle (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("depression worsened"). On an unknown date, the patient experienced allergy to metals ("nickel allergy worsened"), urticaria ("hives on my arms, legs, and stomach"), asthenia ("never had energy to do anything"), arthralgia ("her knee still hurt from that shit, her hips are always hurting,"), menstruation delayed ("missed cycles"), dizziness ("dizzy"), malaise ("feeling sick"), hot flush ("hot flashes"), pruritus ("she itch all the time"), rash macular ("sometimes have red patches"), bipolar disorder ("she got bipolar as well"), dry skin ("dry skin, her face break out"), back pain ("back pain"), abdominal distension ("bloating"), asthma ("asthma") and nervousness ("she was so nervous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to remove the essure and fillings and oral surgery). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dental caries, teeth brittle, female sexual dysfunction, mood swings, irritability, crying, urinary incontinence, migraine, headache, nausea, allergy to metals, depression, urticaria, vaginal discharge, constipation, weight increased, asthenia, arthralgia, menstruation delayed, dizziness, malaise, hot flush, pruritus, rash macular, dry skin, back pain, abdominal distension, asthma and nervousness outcome was unknown, the rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, asthma, back pain, bipolar disorder, constipation, crying, dental caries, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritability, malaise, menorrhagia, menstruation delayed, migraine, mood swings, nausea, nervousness, perforation, pruritus, rash, rash macular, teeth brittle, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 135 lbs. (B)(6) 2012, proposed operation- essure tubal sterilization. Findings: grossly normal-appearing endometrial cavity. Procedure: the essure was introduced into the right tubal ostia and four coils were visualized at the right ostia. The procedure was repeated in a similar fashion on the left ostia. (B)(6) 2017, procedures: total vaginal hysterectomy and bilateral salpingectomy procedure findings: normal appearing uterus, tubes and ovaries essure coils easily identified and removed bilaterally. Findings: normal-appearing uterus, tubes and bilateral ovaries. In place essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, alopecia, dyspareunia, allergy to metals, pelvic pain, mood swings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: her knee still hurt from that shit, her hips are always hurting, missed cycles, dizzy, feeling sick, hot flashes, she itch all the time, sometimes have red patches, she got bipolar as well, dry skin, her face break out, back pain, bloating, asthma, she was so nervous quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: social media received events "her knee still hurt from that shit, her hips are always hurting, missed cycles, dizzy, feeling sick, hot flashes, she itch all the time, sometimes have red patches, she got bipolar as well, dry skin, her face break out, back pain, bloating, asthma, she was so nervous" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), dental caries ('dental problems several cavities') and teeth brittle ('my teeth are falling apart') in a 23-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1989, depression, dysfunctional uterine bleeding and latex allergy. Concomitant products included since 2017, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) and medroxyprogesterone acetate (depo provera)16-apr-2012 to july 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6)2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2012, the patient experienced rash ("skin rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea, vomiting"), fatigue ("fatigue") and constipation ("constipation"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge had a metallic smell to it"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes") and alopecia ("hair loss thinning and coming out in clumps") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant) and teeth brittle (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("depression worsened"). On an unknown date, the patient experienced allergy to metals ("nickel allergy worsened"), urticaria ("hives on my arms, legs, and stomach"), asthenia ("never had energy to do anything"), arthralgia ("her knee still hurt from that ., her hips are always hurting,"), menstruation delayed ("missed cycles"), dizziness ("dizzy"), malaise ("feeling sick"), hot flush ("hot flashes"), pruritus ("she itch all the time"), rash macular ("sometimes have red patches"), bipolar disorder ("she got bipolar as well"), dry skin ("dry skin, her face break out"), back pain ("back pain"), abdominal distension ("bloating"), asthma ("asthma") and nervousness ("she was so nervous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to remove the essure and fillings and oral surgery). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dental caries, teeth brittle, female sexual dysfunction, mood swings, irritability, crying, urinary incontinence, migraine, headache, nausea, allergy to metals, depression, urticaria, vaginal discharge, constipation, weight increased, asthenia, arthralgia, menstruation delayed, dizziness, malaise, hot flush, pruritus, rash macular, dry skin, back pain, abdominal distension, asthma and nervousness outcome was unknown, the rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, asthma, back pain, bipolar disorder, constipation, crying, dental caries, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritability, malaise, menorrhagia, menstruation delayed, migraine, mood swings, nausea, nervousness, perforation, pruritus, rash, rash macular, teeth brittle, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in july 2012: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 135 lbs. (B)(6) 2012, proposed operation- essure tubal sterilization. Findings: grossly normal-appearing endometrial cavity. Procedure: the essure was introduced into the right tubal ostia and four coils were visualized at the right ostia. The procedure was repeated in a similar fashion on the left ostia. (B)(6) 2017, procedures: total vaginal hysterectomy and bilateral salpingectomy procedure findings: normal appearing uterus, tubes and ovaries essure coils easily identified and removed bilaterally. Findings: normal-appearing uterus, tubes and bilateral ovaries. In place essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: rash, alopecia, dyspareunia, allergy to metals, pelvic pain, mood swings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: her knee still hurt from that., her hips are always hurting, missed cycles, dizzy, feeling sick, hot flashes, she itch all the time, sometimes have red patches, she got bipolar as well, dry skin, her face break out, back pain, bloating, asthma, she was so nervous quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received events " her knee still hurt from that., her hips are always hurting, missed cycles, dizzy, feeling sick, hot flashes, she itch all the time, sometimes have red patches, she got bipolar as well, dry skin, her face break out, back pain, bloating, asthma, she was so nervous" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.